Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00196: case 1, 3025141-2018-00197: case 2, 3025141-2018-00199: case 4, 3025141-2018-00200: case 5.

Event description:
Patient with a fracture of the fibula was treated with a fibula rod and some screws. Patient underwent re-operation for removal of symptomatic screws; retained the fibular nail and fracture united. Reference: ashman, b.d., et al., fluoroscopy-guided reduction and fibular nail fixation to manage unstable ankle fractures in patients with diabetes: a retrospective cohort study. Bone joint j, 2016. 98-b(9): p. 1197-201.